Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-dec-04, additional information was received from a foreign healthcare professional (hcp) via a manufacturer representative (rep). Additional information indicated the issue occurred intra-operatively. No information was reported regarding patient impact or involvement. The pump serial number was unknown. Another catheter was used and the implant was able to be completed. The drug (concentration and dose) was requested, the rep stated, "only baclofen is approved in (B)(6). The dose and concentration is unknown". It was undetermined if there were any contributing factors that could have led to the collet coming off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant components include: product ID: 8781, lot# n725255003, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from daiichi regarding a patient who was receiving an unknown drug with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that on (B)(6) 2017, when the catheter connector was taken out from the tray, the collet came off. It was reported that it was first found by the physician and that the situation details were reported as unused. There were no reported symptoms. There were no reported complications.